Event description:
(B)(4). Painful cysts growing on ovaries. A few times a year I visit the ER and ob-gyn for numerous ultrasounds and pain meds. My periods now are either non-existent, or start and don't stop for weeks.